Event description:
It was reported by customer that patient in for PICC dressing change and flush (B)(6) 2023. Fluid dripping from line with flush of saline. PICC removed. Crack? Inline. I have put tape on either side of crack to isolate location. PICC inserted (B)(6) 2023 @ facility. Additional information 29aug2023 the event did not involve an urgent/life threatening medical situation, PICC line used for chemotherapy treatments. The day of the occurrence patient was at site for blood work. PICC line was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that patient in for PICC dressing change and flush (B)(6) 2023. Fluid dripping from line with flush of saline. PICC removed. Crack? Inline. I have put tape on either side of crack to isolate location. PICC inserted (B)(6) 2023 @ facility. Additional information 29aug2023: the event did not involve an urgent/life threatening medical situation, PICC line used for chemotherapy treatments. The day of the occurrence patient was at site for blood work. PICC line was removed.